Event description:
It was reported that during the use of the product, the customer confirmed a cassette was attached to the pump. However, a "no disposable, clamp tubing" alarm went off. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Sample received consists in one (1) cassette product from part number 21-7301-24. A sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected at a distance of 12 to 16 under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received don't present any damaged, kink, cut or condition that could cause failure mode. The pump tube height fails; however due to the sample was received in used conditions it is possible that the pump tube height was modified during the use. The sample could be connected without problem. Sample passed the accuracy test. The sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. No root cause was determined due to complaint was not confirmed. Actions taken were not performed due to complaint was not confirmed.